Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a subacute type b aortic dissection using a gore® tag® conformable thoracic stent graft with active control system (ctag ac). The primary entry tear was located just distal to the left subclavian artery (lsa). Surgical debranching of the lsa was performed prior to the procedure. The ctag ac was then advanced and deployed in aortic zone 2. According to the report, the left common carotid artery (lcca) was partially covered (approximately 4 mm) by the proximal uncovered stent of the ctag ac. An intra-operative angiograph reportedly showed delayed blood flow into the lcca, and the physician suspected a possible risk of occlusion. Therefore, debranching of the lcca was additionally performed. No further problem was found. The patient tolerated the procedure. The reporting physician commented as follows: total arch replacement and elephant trunk technique was the original plan; however, the patient requested stent graft placement. Thus, this procedure was performed knowing it would be difficult because the primary entry tear was very close to the lsa, and the landing zone proximal to the primary entry tear was short (measurement not provided).

Manufacturer narrative:
(B)(4). It should be noted the gore® tag® conformable thoracic stent graft instructions for use (IFU) state ¿for type b dissections, the gore® tag® conformable thoracic stent graft is designed to treat proximal aortic neck diameters no smaller than 16 mm and no larger than 42 mm and proximal landing zone lengths of greater than or equal to 20 mm proximal to the primary entry tear, where the proximal extent of the intended landing zone is not dissected.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code c19 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: conclusion coding updated. It should be noted the gore® tag® conformable thoracic stent graft instructions for use (IFU) state ¿for type b dissections, the gore® tag® conformable thoracic stent graft is designed to treat proximal aortic neck diameters no smaller than 16 mm and no larger than 42 mm and proximal landing zone lengths of greater than or equal to 20 mm proximal to the primary entry tear, where the proximal extent of the intended landing zone is not dissected.¿